Manufacturer narrative:
Follow-up # 1 date of submission 5/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 5/03/2016 with the following findings: the black box and alarm history showed evidence of consecutive ¿cs054/cs052/cs012¿ call service alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no ¿cs052¿ alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿cs052¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.